Event description:
Boston scientific received information that this patient had undergone a procedure to insert an axillary drainage line for a non-related device issue. Following this procedure, device evaluation noted noise which was oversensed during the procedure. The oversensing caused pacing inhibition which resulted in greater than two seconds of asystole for this patient. The device was pacing appropriately following the procedure and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be updated if additonal information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--